Event description:
It was reported that there was a faulty contact of the electrode due to a connection issue. Hospitalization was required from (B)(6) 2012. The patient had persistent pain. Under local anesthesia there was resumption of the dorsal scar on (B)(6) 2012. There was a disconnection and reconnection and impedances were ok. The product issue/event was resolved.

Manufacturer narrative:
Concomitant medical products: product ID 39565, lot# unknown, implanted: (B)(6) 2012, product type: lead; product ID 39565, lot# unknown, implanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
.

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that the event date was (B)(6) 2012.